Event description:
It was reported that the patient underwent a skin flap revision surgery under general anaesthetic (specific date not reported).

Manufacturer narrative:
Correction: the previous or initial MDR submitted on 13 july 2020 was filed inadvertently. No serious injury has occured. This report is filed on 17 august 2020.

Event description:
Correction: the previous or initial MDR submitted on 13 july 2020 was filed inadvertently. No serious injury has occured.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to drain fluid over the implant site due to retention issues. The implanted device remains insitu.